Event description:
It was reported that the customer had high blood glucose levels. Customer reports he is using the same settings from his previous non-tandem pump, and the skin the cannula was inserted to was scarred.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.